Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump malfunction to be used until a replacement arrived and advised them to use mdi as a backup if the pump failed. A replacement pump was sent to the customer, and instructions were provided for returning the malfunctioning pump.